Event description:
The pt had a history of prostate cancer and urinary stress incontinence. He previously underwent a prostatectomy and insertion of a penile prosthesis. Last year the pt underwent an implantation of an artificial urinary sphincter. He returned seven months later due to failure of the sphincter implant.